Event description:
I'm a long term contact lens wearer and have used clear care almost since it came on the market. It is an innovated product. When clear care plus care out I thought it had to be better... It is not. There is some design flaw that causes some of the hydrogen peroxide to remain on the case and lenses even after 14 hours of soaking. This has burned my eye twice and I think someone should be looking into this. Medication administered to or used by the patient: no. When and how error discovered: burning of the eyes. Patient counseling provided: unknown. Reporters recommendations: recall clear care plus or at least investigate. (B)(6), access number: (B)(4).